Event description:
Customer reported via email the sensor jacks only work intermittently. The date the issue was discovered is unknown and no incident or serious injury was reported.

Manufacturer narrative:
The device was received with bent down sensor pins inside the sensor 2 receptacle. Scuff marks observed on the sensor pin slots inside the sensor 2 receptacle. Evaluation of the unit found no intermittent function observed during the functional testing or sounding on and off on its own. However, when the unit sensor 2 receptacle was in use with a sensor pad and the sensor cable was moved by hand, the unit toggled to play , "sensor attached and sensor detached" and did not recognize the sensor pad to activate due to bent sensor pins inside the sensor 2 receptacle. For that reason, the sensor 2 receptacle could not be put into use. The unit passed all other functional testing when in use with the sensor 1 receptacle. After the bent sensor pins inside the sensor 2 receptacle were re-positioned to their proper alignments, the sensor 2 feature worked properly when in use with the sensor pad. The visual findings revealed scuff marks above the bent sensor pins inside the sensor 2 receptacle, and the bent sensor pins were not making a good connection to the sensor pad connector (rj-11 clip); this could be caused by pulling the sensor cable out of the unit without pushing on the release lever, or the cable being stretched such as being caught in a bed mechanism or run over with heavy equipment leaving the sensor receptacle with scuff marks and bent sensor pins. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).